Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a moderately calcified lesion in a mildly tortuous section of the tibial artery. The balloon detached from the catheter during the procedure and was removed from the patient using a snare.